Event description:
The user facility reported that after pressing the air supply button of the high flow insufflation, all the lights on the front panel went off and the system was shut down. The unit was restarted after a while. There was no patient or user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to reproduce the reported phenomenon, and no abnormality was found with the device appearance. The investigation is still ongoing, if new and relevant information becomes available later, this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is estimated that the indicated phenomenon has occurred due to a failure of the internal board (main board). The definitive cause of the failure of the main board could not be identified at this time. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that the event occurred during per-use inspection and the equipment was changed and surgery started.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer.